Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported scope ID data occurred/e216 scope communication error could not be reproduced/confirmed; the device met specifications and a definitive root cause of the issue could not be determined, however, it is possible that the video connector and the video system center were connected while a foreign material or stain adhered to the contacts on the scope connector or the contacts on the video system center and resulting in the reported issue. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the wli and nbi endoscopic images are normal¿. ¿before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23). Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Related patient identifier: (B)(6), model number: otv-s300, s/n: (B)(6). The device was returned for evaluation and the customers allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had a scope ID read error which did not resolve after reconnecting. The issue occurred during a total hysterectomy and it was completed with a similar device. It was noted that the facility staff confirmed that the issue occurred and an e216 scope communication error was seen. There were no reports of patient harm associated with the event.